Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device lost in transit.

Event description:
While investigating a separate event; "pencil tip sparked and broke off" , the customer indicated that there was a second event for a urology case after robotic approach. It was not reported if the procedure was completed successfully, if there was a surgical delay or if medical intervention was required. The complaint will be updated when further information becomes available. It was subsequently reported that the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
B5: event details information was provided by customer h6: updated clinical signs, health impact and device codes. H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available

Event description:
While investigating a separate event; "pencil tip sparked and broke off" , the customer indicated that there was a second event for a urology case after robotic approach. It was not reported if the procedure was completed successfully, if there was a surgical delay or if medical intervention was required. The complaint will be updated when further information becomes available. It was subsequently reported that the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
While investigating a separate event; "pencil tip sparked and broke off," the customer indicated that there was a second event for a urology case after robotic approach. It was not reported if the procedure was completed successfully, if there was a surgical delay or if medical intervention was required. The complaint will be updated when further information becomes available.